Event description:
The insulin pump was returned without communication.

Manufacturer narrative:
The insulin pump was received with a constant failed battery alarm, due to failed battery tube. The device was received with minor scratches on the display window, a cracked case at display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked case at reservoir tube window corner.